Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, as the surgeon attached the cup to the insertion handle, the knob could not be turned and fractured on the back table. The surgeon then used the modular inserter to impact the cup. As the surgeon went to impact the cup, the inserter tip fractured causing pieces to fall into the patient wound. As a result, the surgeon used another impactor and all the pieces were removed from the wound.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that a fast fracture occurred while cup was being impacted.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.